Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 a telemetry patient experienced an episode of ventricular tachycardia (vtach) that did not generate an alarm at the central station. The alarm message was captured in the retrospective database. No one was injured as a result of this event.

Manufacturer narrative:
During investigation, additional information was received that has revised the date of the event to (B)(6), at 10:35 am. The serial number has also been revised. It has been determined that this is a duplicate of qms #(B)(4), submitted under MFR report # 3010157426-2016-00060. This investigation is considered complete and the issue closed.